Manufacturer narrative:
Age at time of event: 18 years or older. Complainant name: (B)(6) hospital. (B)(4). The returned device consisted of the rotalink burr catheter and rotawire. The advancer, sheath and handshake connection of the burr catheter were not returned. The rotawire was observed inside the coil of the burr catheter with the proximal end fractured. The sheath, coil and burr were microscopically and visually inspected and observed the coil was detached from the burr housing and the sheath was cut 5mm distal of the strain relief. There was 142.2cm of the coil that was received with the burr detached. The proximal end of the coil also appeared to be cut and the handshake connection was detached. The housing was dismantled to check for damage and the handshake connection. No damage was present; however the handshake connection was not present inside. Majority of the coil was damaged with a stretched/bunched appearance. The distal end of the coil where the burr detached was also damaged, with the appearance of the coils being subjected to tension. There was also a small area on the coil where adhesive was present at the end of the separation. The burr was received detached and on the rotawire; in addition, discoloration was noted on the rotawire on the area of the separated burr. The burr was examined and it was found that portion of the coil was still inside the burr and the annulus was damaged/flared. The damage to the annulus is consistent with the rotating burr coming into contact with the rotawire during the procedure, leading to the damaged annulus and discoloration of the rotawire. An attempt was made to remove the rotawire from the coil; but it was unsuccessful due to the damage coil. The burr is able to move back and forth on the rotawire, but can¿t be removed due to the coil being stuck on the rotawire. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-08350. It was reported that the guidewire fractured during ablation and the burr became stuck in lesion and detached. The chronically totally occluded stenosed target lesion was located in the severely tortuous and severely calcified right coronary artery (rca). Due to the severe calcification of the lesion, a cto wire was replaced with a 330cm rotawire¿ through a non bsc microcatheter; however, the tip of the microcatheter got caught on the lesion and became separated upon removal. Ablation was then started with a 1.25mm rotalink¿ plus; however, the rotawire detached and was unable to be retrieved. A rotawire extra support was then used and the procedure was resumed. Subsequently, the burr tip was stuck in the lesion and detached. The burr tip was then retrieved by pulling the rotawire. The procedure was completed with another of the same burr and rotawire. There were no further patient complications noted.